Event description:
Procedure: thoracotomy. According to the reporter: the initial surgery was on (B)(6), 2012. Patient was returned to the operating room on (B)(6) for a perforation at the staple line and a repeat thoracotomy and repair of distal phageal perforation. The surgeon feels that the perforation resulted from a failure of the staple line (approximately 4 to 5 cm in length). The area was over sewn. The repeat surgery lasted 4 hours 50 minutes. The patient status is reported as recovering.

Manufacturer narrative:
(B)(4)